Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the trunk cable was severed and missing, and trunk cable connector j702 on the distribution node pca was damaged. The root cause for the damaged cables was physical abuse. Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause of the damaged u612 inverting charge pump was the mechanical damage to the electrode belt's trunk cable connector. No adverse event resulted from the defective electrode belt and monitor.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires and the patient was receiving a service code 204 (belt/monitor unusable).